Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed, and the device has no voltage. Data was downloaded for evaluation and a fatal transmitter error alert was observed in share log within the investigation window. The customer's complaint was confirmed for transmitter failed error because the evidence was found in share log. The root cause was determined to be a low transmitter battery that lead to a failure.